Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. There was an acu watchdog in the history but not any failsafe messages. Startup and multiple flow and occlusion tests were performed. The issue could not be duplicated. The analyst replaced the main board as a preventative measure.

Event description:
Information was received indicating the medfusion 3500 pump displayed an ac watch dog failure and a fail-safe motor run away error. There was no patient involved.